Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the crack in the cover and replaced the cover. This corrected the issue. The device passed all functional and safety tests according to factory specifications. The device was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check out, the cardiosave intra- aortic balloon pump (iabp) had a crack in the top cover. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Additional information poc: (B)(6) & tel - (B)(6).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and confirmed crack in cover. The fse replaced the cover to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. No patient involved.the nrc could not verify the failure of the "cracked cover". Retaining the top cover display in the nrc per procedure 0002-07-d008 rev aj. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.